Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd relion® insulin syringe had a plunger rod that is defective and will not stay in position. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd relion® insulin syringe had a plunger rod that is defective and will not stay in position. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Investigation summary: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the plunger rod will not stay in position when trying to draw insulin. Both returned syringes were tested and neither sample was able to draw properly. Both samples were then wired and the wire was not able to pass through the cannula of either sample. This indicates that there is an adhesive clog in both samples. Samples were forwarded to manufacturing (holdrege) on 21sep2018 for further review. On 25sep2018 holdrege received two (2) 0.3ml syringes in a container. All sample were decontaminated per hstr -17 prior to being evaluated. Upon evaluation by qe aa, similar findings to those documented during initial investigation performed at bd franklin lakes were finding. Additionally, some adhesive was noted on the barrel tip and hub. Probable root cause: a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur. A review of the device history record was completed for batch # 8043558 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200745136, 200745060, 200745435, 200747137] noted that did not pertain to the complaint. Severity: s_1; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move on lot # 8043558. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd relion® insulin syringe had a plunger rod that is defective and will not stay in position. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8043558 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd relion insulin syringe had a plunger rod that is defective and will not stay in position. There was no report of exposure, serious injury or medical intervention.